Manufacturer narrative:
The reported event was not confirmed. The returned precice stryde was observed and no damage was found. The root cause of the reported event was not identified. Review of the device history record for the nail confirmed that it met all of the required quality inspections.

Manufacturer narrative:
The device has not been returned for investigation nor were xray films provided to confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per reporter, the nail stopped lengthening sometime between (B)(6) and (B)(6). No patient injury was reported.